Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 1500mcg/ml (unknown dose) via an implantable pump. It was reported that during pump normal life (exhausted battery) replacement on (B)(6) 2020, after disconnection of the catheter, it was discovered that the catheter had a safety cap close to the connector that looked damaged. There was a ¿coating defect¿ on the proximal part of the catheter. It was noted that this was an in-operation finding, and there were no diagnostics beforehand. It was also noted that this was an ¿accidental finding while replacing the pump (with no complaints)¿. There was no leakage; good cerebrospinal fluid (csf) flow was demonstrated. The catheter was left in place/in-situ. On (B)(6) 2020, a CT scan showed the dorsal tip of the spinal catheter at th9 with no indication of disconnection. On 2020 (B)(6), the patient ¿created¿withdrawal symptoms. A side port test was very suggestive of leakage at the processus spinosus level just past the anchor. Revision of the spinal catheter occurred. A complete replacement of the catheter took place; entrance tip l1l2, tip th7. An 8781 catheter was implanted. The patient would be ¿scanned¿ for control. The customer discarded the damaged catheter. There were no environmental, external or patient factors might have led or contributed to the event. No other medications were reported. Information regarding the patient¿s medical history was unavailable. The lot number of the catheter was unknown. It was noted that the catheter was implanted in 2018 (no further specific date was provided).